Event description:
Customer reported that they received a discrepant false negative on (B)(6) 2022 while using cue covid-19 test for home and over the counter (otc) use (reader sn (B)(4), cartridge sn (B)(4), lot 24029d). Customer took confirmatory pcr test on (B)(6) 2022 and received a positive result. No exposures or symptoms and not vaccinated. Test kit was stored in proper storing conditions and temperatures.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.